Manufacturer narrative:
The manufacturer previously reported received information alleging a trilogy evo ventilator displayed a pressure sensor mismatch error code. There was no harm or injury reported. During the evaluation of the device at a third party service center, the technician notes that the unit is not working properly but the pressure sensor mismatch error code was not found in the device's error log. Additionally, the device failed a test step relating to the low flow o2 verification. The blower chassis plate, machine flow sensor, and system printed circuit board assembly (pca) to machine flow cable were replaced to resolve the unit not working properly as well as the test failure. There is no documentation stated on which component is meant to address which specific issue. It is noted that the following components were replaced due to contamination: blower assembly, blower bellows, blower mount, machine flow sensor, muffler assembly, air inlet foam filter, system printed circuit board assembly (pca) tubing, blower chassis tubing, fio2 tubing, and the low flow o2 tubing. The device passed all final testing. No further investigation is required.

Event description:
The manufacturer received information alleging a ventilator displayed a pressure sensor mismatch error code. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A supplemental report will be submitted when the manufacturer's investigation is complete.